Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient was implanted (B)(6) 2006 and explanted on (B)(6) 2007. It is not likely the device contributed to the patients reported infection 1+ years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The complaint was reopened because additional medical records were received. No new information was provided that changed the investigational results written prior. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation papers allege the patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his thigh and groin, popping and clicking sensation when going to and from a sitting position, metallosis damaging the surrounding bone and tissue, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity. It is further alleged that the implant was loose and had never properly fixated to the pelvic bone and gave rise to infection. As a result, the patient underwent revision surgery to have the device removed. Update: (B)(4) 2012 - preliminary disclosure form was received. They provided part/lot information. It appears that a spacer may have been put in on (B)(6) 2006, and patient's implant was replaced on (B)(6) 2007. This indicates possible infection. Complaint was reopened to add the stem and sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.